Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Root cause: user error: the tandem pump user guide instructs the user to remove any residual air from the cartridg

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Reportedly. The customer did not perform air removal from the cartridge during load. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 138 mg/dl.